Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced fluid overload coincident with peritoneal dialysis therapy. A patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient experienced shortness of breath, chest pain, discomfort, and large amounts of fluid in their stomach. The pdrn stated that the patient was transferred to in-center hemodialysis to remove the excess fluid. The pdrn stated that the patient recovered from chest pain and discomfort but had not recovered from shortness of breath. The patient was no longer retaining fluid. The pdrn stated that the patient was not going to continue pd therapy at this time as they were at risk of an overfill. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The serial number was no known so an investigation of the device manufacturing records and a device history review (DHR) was unable to be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported fluid overload event. Due to known software issues with the liberty select cycler, a causal relationship cannot be ruled out. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of fluid overload remains. Should additional new information be made available this clinical investigation will be reevaluated.